Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: stemmed tibial component; p/n: 00598003702, l/n: unk, kne-nexgen-femorals-unk; p/n: unk, l/n: unk, kne-nexgen-bearings-unk; p/n: unk, l/n: unk. (B)(6). Customer has indicated that the product is not in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07104, 0001822565 - 2018 - 07105, 0001822565 - 2018 - 07106. Product location is unknown.

Event description:
It was reported a patient underwent a revision procedure due to pain and loosening. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Complaint sample was evaluated via pictures and the reported event was not confirmed. Visual examination of the provided pictures identified signs of wear on the product. Bone cement remained on the backside of the femoral component. As product was not returned, further evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07104 - 1.

Event description:
No further event information available at the time of this report.